Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump had a cracked battery door and the plunger tube seal was out of place. Review of the event history log showed no alarms related to the reported issue. Functional testing found that the device exhibited a "depleted battery" alarm message at power up. The investigation determined that normal wear of the battery was the cause of the reported issue. It was noted that the battery was six years old. The battery was replaced to correct the issue. Preventive maintenance and the power up process were then performed and the pump passed all functional tests. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has a depleted battery. No patient involvement reported.